Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was replicated. This unit was installed onto the test system and failed testing. On first power cycle, it was noted that the instrument when wiggled would cause the instrument led to flicker on and off. When led was off, system would give a message stating, 'check energy cord connection'. Also, unit was still present on vision side cart (vsc) troubleshooting panel whether led was on or off. On next power cycle, led would not respond to any wiggling and would remain off despite instrument being plugged in or not.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that they were having issues with vessel sealer staying connected. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer ended up switching from the e-100 to the generator during the procedure. The vessel sealer was not staying connected. The instrument worked fine once connected into the generator. No further issues. No harm or injury to the patient.